Event description:
The customer reported that during the facility's annual testing, the code blue call of six rooms of the 2nd-floor medical-surgical unit did not route to the pbx operator. During a follow-up call with the customer, the customer confirmed that there was no patient injury or impact reported with this event as this was discovered during an annual test. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. All calls route to a primary monitoring device (grs-10 nurse console, calls can also to be configured to route to secondary communication device locations (pbx operator, wireless phones, etc). The designation of call routing is configured using the hillrom nurse call electronic configuration tool application (ect). Configuration of call routing is completed at the time of implementation by hillrom based on customer preference and may be changed thereafter, as requested by the customer. In such a case, the change request would be performed and documented by hillrom. In some cases, the customer may change their configuration, if a customer representative has access to the facility's ect application, in which case the configuration change would not be documented by hillrom. Troubleshooting by hillrom technical support at the time of the event notes that the issue could not be replicated and there were no problems found. In this event, the customer confirmed that no injury occurred. The customer also confirmed that the nurse call equipment worked as designed and generated the nurse call code blue call and annunciated appropriately at the primary device location (unit). The root cause of this event is unknown, however, the customer implied the cause was possibly due to "a box not being checked" (in ect). Although the nurse call system worked as intended to provide appropriate notification at the primary event location if the report of a code blue was not received by the pbx due to incorrect routing designation in ect, it is likely to cause or contribute to a death or serious injury.